Manufacturer narrative:
Complaint conclusion: during coil embolization of a posterior communicating artery aneurysm, the surgeon noted that the orbit coil (637hf0202/ 16057732) could not be advanced through the unspecified microcatheter. The surgeon removed the coil, and it was noted that the coil had been stretched. The coil was removed and exchanged for a new coil to complete the procedure using the same microcatheter. An adequate continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no report of patient injury or clinically significant delay in the procedure. A non-sterile orbit helical fill 2x2 coil was received coiled inside of a coil dispenser inside of plastic pouch. The hypotube was inspected and no damages were noted on it. The introducer was received zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope and no damages were noted on them, just residues of dry blood could be observed on the gripper. The od from the delivery tube was measured and was found within specification. A lab sample microcatheter was flushed using a lab sample syringe (nipro) and the received device was introduced into the lab sample microcatheter. It advance smoothly to the microcatheter's distal tip without difficulty. The review of lot 16057732 revealed 2 defect for coil damage that could be related to the failure reported by the costumer; however, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The resistance and coil stretch reported by the customer were not confirmed. The device passed functional testing since it passed through a sample microcatheter and the coil was found to be undamaged. It is not possible to determine the root cause of the customer complaint. Since there was no evidence of a manufacturing issue found during product analysis, no corrective action will be taken at this time. The product was returned for analysis on 6/2/2015 instead of 6/4/2015 as previously reported.

Event description:
During coil embolization of a posterior communicating artery aneurysm, the surgeon noted that the orbit coil ((B)(4)) could not be advanced through the unspecified microcatheter. The surgeon removed the coil, and it was noted that the coil had been stretched. The coil was removed and exchanged for a new coil to complete the procedure using the same microcatheter. An adequate continuous flush had been maintained through the microcatheter and the microcatheter did not appear damaged. There was no report of patient injury or clinically significant delay in the procedure.

Manufacturer narrative:
The device has been returned for analysis; however, the analysis has not yet been completed. Additional information will be provided within 30 days of receipt.